Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tubing has numerous holes.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tubing. It is possible that this defect occurred due to mishandling the product. The failure was reported during use. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility. Other remarks: sample, this complaint could not be confirmed. In current manufacturing practice, product will undergo 100% leak test to ensure no defect product will be passed to customer. Any defective product found during the process will be culled out.

Event description:
The customer alleges that the tubing has numerous holes.